Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted, the motor was tested outside the device and passed. Unable to confirmed e70 error alarm due to erased history file. The insulin pump was received with minor scratches on lcd window, cracked case display window corners, reservoir tube lip and missing end cap sticker.

Event description:
Customer reports to have received a motor error alarm while restarting the insulin pump during priming. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.